Manufacturer narrative:
Product event summary: the balloon catheter, 2af284 with lot number 96163, was returned and analyzed. Visual inspection of the balloon catheter showed the push button luer was broken. Smart chip verification indicated the catheter was not used. The catheter failed the performance test due to frost formation on the coaxial connector during ablation cycle. Dissection revealed a leak path through the catheter coaxial connector adhesive. In conclusion, the reported broken luer was confirmed through testing. The balloon catheter failed the product returned inspection due to broken push button luer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to the start of a cryoablation procedure, during preparation, the "tuohy" port of the balloon catheter broke off when attempting to insert the mapping catheter into the balloon catheter. The balloon catheter was replaced. There was no patient involvement.